Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the application failed to load on the device. An initial error message stating "an unexpected data error has occurred. Cannot open database" was displayed. As a result, access to medications from the device was delayed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a string of low memory occurrences in the station with unsuccessful reboot attempts. A field service (fse) addressed repeated low memory and recovery errors by removing a failed hard drive, installing a new 256 giga bytes (gb) drive, and reimaging the unit to version 1.7.4. Issues were encountered with remote support service (rss), specifically the component manager, which failed verification due to repeated site ID errors despite updates. After unsuccessful troubleshooting with software support, the fse removed and reinstalled the component manager and rss from scratch, which resolved the issue. The unit successfully synced, though slowly due to its remote location, and ultimately returned to normal operation. Zebra printer was reinstalled and reconfigured following a station reimage and set up as a new device. An erroneous critical override message occurred due to incorrect time synchronization, with the unit time being approximately one hour off from the server. The issue was resolved by adjusting dst settings and manually setting the correct time, as automatic time settings caused the discrepancy. Proper time synchronization was verified with no further errors. The system functioned as intended after the field service engineer repaired the device.